Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold with intermittent undersensing. Technical services (ts) was consulted to evaluate replacing the leads when replacing the device due to normal battery depletion or waiting to replace the current pacemaker with new leads. The patient was removed from the operating table and the device replacement was postponed until further discussions on leads and device revisions. At this time, the rv lead and device remain in service. No adverse patient effects were reported.